Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, the device revealed evidence of clinical use including biological material on the distal tip and the teflon pad was melted/detached from the jaw. A review of the device history record indicates the device met all inspection and test criteria prior to release. Therefore, the most likely root cause is applying pressure between instrument blade and tissue pad without having tissue between them. "Take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument." "Clamping the tissue pad against the active blade without tissue on the full length of the blade will result in higher blade, clamp arm and distal shaft temperatures and can result in possible damage to the instrument. If this occurs, there may be an instrument failure, and the generator touchscreen displays a troubleshooting message." The reported event will continue to be monitored through post market surveillance.

Event description:
It was reported the harmonic ace shears failed. The teflon pad fell off the device during use and was retrieved without making a larger incision. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.